Manufacturer narrative:
This report is submitted on june 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). Revision surgery to reposition the magnet is scheduled; however, it is unknown if this has occurred as of the date of this report, june 09, 2017.

Manufacturer narrative:
It was reported that the patient's magnet was removed on (B)(6) 2017 and a sterile plug was placed to allow several upcoming mris. There are no plans to replace the magnet as of the date of this report. This report is submitted on june 27, 2017.